Event description:
As reported, the guidewire of a 6f exoseal vascular closure device (vcd) was not visible when the device was pulled out. There was no reported patient injury. The 6f blocker was pulled outward and the indicator window does not change color. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of a 6f exoseal vascular closure device (vcd) was not visible when the device was pulled out. Hemostasis was achieved through compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no visible damage to the indicator wire prior to use. During retraction, the indicator window was facing up. The indicator window did not change. The indicator wire was not visible once the device was removed. The 6f blocker was pulled outward and the indicator window does not change color. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire of a 6f exoseal vascular closure device (vcd) was not visible when the device was pulled out. Hemostasis was achieved through compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. There was no visible damage to the indicator wire prior to use. During retraction, the indicator window was facing up. The indicator window did not change. The indicator wire was not visible once the device was removed. The 6f blocker was pulled outward and the indicator window does not change color. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received already fully deployed, with the indicator wire retracted. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device as it was received fully deployed and the plug was not returned. Magnified evaluation was within specification. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received with the window changed to the red/white/black position, indicating the wire was pulled. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.